Event description:
A staff nurse in a hospital called to report that an elite meter was reading in mg/dl. The meter in question should have been set in mmol/l. It was not clear how the units of measure switched to mg/dl. No adverse events were alleged as a result of the incorrect units. The meter is to be returned for evaluation.